Event description:
Boston scientific received information that the right atrial lead displayed noise, with greater than two seconds of pacing inhibition. As a result of the over-sensing, the device displayed inappropriate mode switches. Although the patient's physician believed the ra lead to have fractured, technical services reviewed an electrogram episode, and noted that likely a muscle and/or insulation issue was present. It was also reported that the patient with this device system suffered a history of twiddler's syndrome; however, it was not known if this had caused the recent observation. The patient was to be brought in for further device review. Additional attempts for information went unanswered. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.